Event description:
Unrepairable driveline fracture. Patient reported low speed alarms at home. Admitted and found to have a driveline fracture that was causing pump stoppage with manipulation of the driveline. Diagnosed via xray. Patient required pump replacement.